Event description:
It was reported that the ventricular assist device (vad) exhibited above normal power consumption and high watt alarms, which the patient initially ignored. A few days later, the patient requested help and was hospitalized. A pump thrombosis was suspected. Labs were taken and a computerized tomography (CT) scan and a bedside echocardiogram were performed. Further intervention was pending test results. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the required intervention of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed consistent power consumption and estimated flows above normal operating range between 05/jun/2022 and 03/july/2022, followed by an increase in parameters starting on (B)(6) 2022. 27 high watt alarms were logged since (B)(6) 2022. Information received from the site indicated that a pump thrombosis was suspected; however, results of a computerized tomography (CT) scan revealed that the thrombus was not visible inside the vad nor the cardiac chambers. There were small air bubbles visible in the right atrium which were likely related to intravenous fluid infusion. There were no contrast defects visible in the large branches of the pulmonary artery and no pleural nor pericardial effusion visible. Echocardiography showed that the left ventricle was severely dilated and systolic function was severely impaired. Additionally, the right ventricle was severely dilated compared to a prior scan; the systolic function was slightly better. There was a moderate tricuspid regurgitation and a mild mitral regurgitation. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the initial above normal power consumption event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the available information, the most likely root cause of the increase in power consumption can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that by the results of the CT scan that the thrombus was not visible inside the vad nor the cardiac chambers. There were small air bubbles visible in the right atrium which was probably related to intra venous fluid infusion. There were no contrast defects visible in the large branches of the pulmonary artery and no pleural nor pericardial effusion were visible. The lungs and bones were without pathology. The results from the echocardiography showed that the left ventricle was severely dilated, systolic function severely impaired. Left ventricular outflow tract (lvot) velocity time integral (vti) was not measurable and there was no change in the position of the septum. The right ventricle was severely dilated compared to last year scan the systolic function was slightly better (fractional area change (fac) was 22 to 24%, right vot vti 9,5 to 11,8 centimeter). The opening of the aortic valve is not clearly visible. There was a moderate tricuspid regurgitation and a mild mitral regurgitation. The flow rate of the lvot outflow and anastomosis of the ascending aorta can not be reliably evaluated and there was no pericardial effusion visible.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description has been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.